Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder did not synchronize upon completing the procedure. The status of the recorder was "procedure completed", the data was downloaded and checked, and there was no image indicating that the capsule was discharged. The data will be returned for evaluation. There was no patient or user harm.